Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision. Clinical reason for was other mechanical complication of iol. The iol was exchanged for replacement advanced technology intraocular lenses (atiol) 03 months 03 days following the initial implant procedure. Additional information has been requested.